Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device experienced suction issues indicating low flow, the staff repositioned the device to help resolve this issue. It was reported that flows increased. Additionally, the device exhibited an optical signal issue the optical sensor showed erratic waveforms and sudden, large changes in value. An echocardiogram was performed and verified that the device was in the correct position. The device also exhibited a ¿impella in ventricle¿ alarm when impella was not in the ventricle (confirmed by echocardiogram) and the motor current was pulsatile. The staff decided to disable the placement monitoring. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported optical signal and low flow issue has been completed. The device log was reviewed and confirmed that there were multiple impella position unknown and impella position in the ventricle alarms triggered. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the optical signal and low flow issue were not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.